Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-may-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to pull the buffer tubing through the stopper to the appropriate length. Next, they performed a drain flush and pressure returned to 6.25 mega pascals (mpa). The customer then ran controls for level 1 & 2, and three patient samples and received normal results. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the internal tubing.

Event description:
On (B)(6) 2017, the customer reported low pressure with their g8 analyzer. Technical support (ts) instructed the customer to check the length of the tubing inside the buffer bags. Inspection of the lines revealed that the buffer line was too short for bag #2. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.